Event description:
It was reported that bd insyte autoguard shielded IV catheters were found with open packaging. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
DHR review was performed on the lot number 7289671: the lot number was built on afa line 6 from (B)(6) 2017 thru (B)(6) 2017. Packaged on packaging line 8 from (B)(6) 2017 thru (B)(6) 2017. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. Received three iag 20ga units from lot number 7289671. Package was partially opened, but this is the basis of the complaint. The product characteristics require a minimum of 1/8¿ seal width with adhesive transfer from the top web paper to the bottom web film. This characteristic was met. The key variables that affect the packaging seal are seal transfer/width and top web adhesive presence. Both variables were included in the investigation. The defect stated in the description of the complaint was confirmed with the returned units that was partially open at both ends of the blister pack. Even though the packages were received partially opened, all the process characteristics that directly influence the seal were observed to be within specification. No anomalies were found. Photos submitted for review displayed the finding has the evaluation of the returned units. Bd supplier oliver-tolas (ot) 29lp uses a standard reinforced paper that is common to many other suppliers, but the adhesive type and application is specific to oliver-tolas. There is sufficient evidence to demonstrate the ot material or adhesive application is the root cause. Due to continuous issues with ot, bd is moving to an alternate supplier for the top web material. (B)(4) was opened to investigate the package seal integrity complaints and implement corrective actions.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheters were found with open packaging. There was no report of exposure, serious injury or medical intervention.